Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the ars (syringe) leaked during use.

Manufacturer narrative:
Qn# (B)(4). The customer returned various components including an arrow raulerson syringe (ars) and the product lid stock for evaluation. The ars was returned with the introducer needle attached. The ars and introducer needle were visually examined and no obvious defects or anomalies were observed. The syringe was vacuum tested by occluding the tip, pulling the plunger back, and releasing the plunger. The plunger did not return to its original position. The plunger was rotated 45 degrees clockwise and the test was repeated. The plunger did not return to its original position again. The syringe was used to draw water from a 200 ml measuring cup. The syringe did not fill completely with water when the plunger was extended to its maximum. A device history record review was performed on the syringe and a relevant non-conformance was found. The nc was initiated as a result of a confirmed ars leak. The customer reported issue of the ars syringe leaking was confirmed during the sample investigation. Functional testing was performed on the returned ars syringe and it was confirmed that the seal was faulty. The probable cause of this issue is manufacturing-assembly related and a non-conformance request has been generated to further investigate this issue.

Event description:
The customer alleges the ars (syringe) leaked during use.